Manufacturer narrative:
.

Event description:
It was reported the patient experienced pain in the back of the legs while the stimulation was turned on. The pain began a few weeks prior to the report date. The stimulation was targeting the leg area but the coverage was not alleviating all the symptoms. It was also reported the patient experienced a loss in balance a few times while the stimulation was on. When the stimulation was turned off the patient's pain was significantly worse and the patient felt total pain relief while laying down. There was no known incident related to the onset of the symptoms. Additional information received indicated the event was attributed to a lead migration. Additional symptoms of a return of pre-existing pain and no stimulation were reported. An x-ray performed in 2008 revealed lead migration. It was unclear if both leads migrated down or just the left lead. The lead(s) were surgically revised about 15 days later. The results were successful. The patient recovered without sequela.